Manufacturer narrative:
Patient identifier also reported as (B)(6). UDI: (01) gtin unavailable, product made prior to gtin compliance date. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a right tibial plateau procedure on (B)(6) 2018, a retractor snapped and broke. All fragments were easily retrieved. There was an unknown backup device used to complete the procedure. Procedure was completed successfully with no surgical delay. Patient outcome was stable. This report is for a reduction forceps for small fragments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10- h3, h6: a product investigation was conducted: visual inspection: the device was found to have a broken arm on the distal side of the intersection of the handles. No material voids or inconsistencies were noted at the breakage site. The device is otherwise in functional condition. There is minor wear and some evidence of rust, which is likely a result of the age of the device. The received condition agrees with the reported condition therefore the complaint is confirmed. Drawing/specification review: the exact age of the device is unable to be determined as there is no lot number etched on the device. The design for 399.07 was obsoleting and multiple similar devices were released in 1996. Although the exact date of manufacture is unknown the device is likely over 22 years old. The relevant drawings were reviewed during investigation dimensional inspection: a dimensional inspection could not be conducted against the manufactured revision of the drawing as the drawing is not available due to device age. Material/hardness review: a material review was unable to be completed as the lot number is unknown therefore a DHR review could not be conducted. No definitive root cause was able to be determined. It is likely that the device experience excessive force during use. Based on the age of the device there is no indication of a design or manufacturing issue. Additionally, the design has been obsoleted for newer designs. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.